Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter was reseated to resolve the odor/smells issue. Unit meets specifications and was returned to service on 04/06/2016.

Event description:
A customer reported an event of a mist/haze emitting from the sterrad® 100s sterilizer. The affected load was not released. There was no report of any injuries or human reactions. The customer stated everyone has left the room and made sure it was well ventilated. The customer was advised to turn the unit off. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR (device history record) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode is within acceptable limits. The sra was reviewed for haze/mist/vapor and determined to be a "low" risk. The incorrect position of the o-ring is the likely assignable cause for the issue. The issue will continue to be tracked and trended.